Event description:
Customer stated that he had 5.0 units of insulin left in his reservoir and he programmed a 6.0 unit bolus. Customer stated that the entire bolus delivered, however he did not receive any alarms alerting him that the reservoir is empty. Customer also stated that the insulin pump fails to alarm him no delivery. Caller stated that he goes to bed at night and wakes up with an empty reservoir and the pump never alarms him. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.